Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The stm was able to confirm the fiber-optic module failure. The stm replaced fiber-optic module, subsequently, the stm completed pm with all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had a fiber-optic malfunction. The fiber optic module failed performance test and the signal count test. There was no patient harm and no adverse event was reported.